Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ mini pen needle there was an issue with needle break/leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned ( 1 ) 5mm, 31g bd pen needle without the tear drop label. Customer reported insulin just rolled down my belly. I looked and the needle had broken against the skin. The returned pen needle was examined and it exhibited a broken patient end of the cannula. It was also noted that there was an indentation on the hub from the needle. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle bent at pe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Potential root cause: manufacturing process - the presence of the deep indentation displayed in the epoxy and plastic hub area, created by the cannula shaft attests to the severe bending that possibly occurred during manufacturing process. Capa290556 was opened to address this issue.

Event description:
It was reported with the use of the bd ultra-fine¿ mini pen needle there was an issue with needle break/leakage. There was no report of injury or medical intervention.